Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller stated that the cuff deflated during use. The leak was isolated to the cuff. The issue required recannulation with another 6dct that was not a part of routing trach changing. The trach was in use from (B)(6) 2011.